Event description:
A problem was reported with the pump's quick bolus/wake button being difficult to press and requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level due to this issue. The caller received guidance from technical support, including instructions to press the button firmly and to remove the pump from its case, which still did not fully resolve the difficulty. Consequently, technical support decided to replace the pump under warranty. The customer was instructed on how to prepare the pump for return, understood the procedure, and confirmed their backup therapy method as multiple daily injections (mdi).